Manufacturer narrative:
No medical records or medical images have been made available to the manufacturer. As the lot number for the device was not provided, a review of the device history records could not be performed. The device is pending return to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Device not returned at this time.

Event description:
It was reported that saline leaking was observed. X-ray confirmed catheter break. Distal piece of the catheter and port body were removed. There was no reported patient injury.

Manufacturer narrative:
After further review of the details provided by the complainant, it was identified that the FDA rn number was incorrect and the correct FDA rn number is 3006260740. This number will not be changed on the emdr so that this report will remain connected and identify that the event was reported to the FDA in a timely manner. Manufacturing review: a complete manufacturing review could not be performed, as the lot number is unknown. Investigation summary: one 8 fr s/l groshong catheter segment was returned for evaluation. The associated port body (reported as a titanium l/p implantable port) was not returned. A complete circumferential break was noted at the proximal end of the returned catheter segment, proximal to the 11cm depth marker. An examination of the break under magnification revealed an elliptical cross-section and granular surface texture. Additional circumferential splits and cracks were noted near the 11cm depth marker, likely formed by the same mechanism as the break. Based on the findings, the investigation is confirmed for a break, specifically as a result of pinch-off. The identified catheter break possessed characteristics typical of catheter pinch-off. Additionally, per the reported event details, the device was placed in the right subclavian vein. As a result, it is possible that damage caused by compression of the catheter between the clavicle and first rib may have contributed to the condition of the catheter. However, the definitive root cause could not be determined based upon the available information. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate.

Event description:
It was reported that saline leaking was observed. X-ray confirmed catheter break. Distal piece of the catheter and port body were removed. There was no reported patient injury.